Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they received the alarm during bolus. Advised customer to disconnect form device and manually prime 5 units of insulin. Customer stated insulin exited tubing. Customer stated the cannula appeared bent. Unable to continue troubleshooting since customer did not have another infusion set. Customer's blood glucose level was 238 mg/dl at time of reporting. Nothing further reported.